Event description:
Three connectors were deployed during a CABG procedure performed on-pump without incident. The pt became symptomatic and angiogram revealed the graft to the rca had a critical stenosis at the anastomosis site extending distal to the connector. The two other grafts, one to the lad and 1st diagonal and the other to the 1st marginal, were 100% occluded flush with the wall of the aorta with no dimpling effect. The graft to the rca remains patent and clear beyond the critical stenosis and the pt was scheduled to have the graft stented at the anastomosis site. No further surgical intervention was planned; however, due to the presence of left main disease, it was envisaged that reoperation would be necessary to revascularize the left coronary system. At the time of reoperation, the surgeon indicated that he would like to attempt to remove one of the devices for review. At the time of this report, the connectors remain implanted.